Event description:
Device 1 of 5 reference MFR report #1627487-2015-06085, 1627487-2015-06086, 1627487-2015-06087, 1627487-2015-06088. It was reported the patient was experiencing ineffective stimulation from his scs system. X-rays taken indicated fractures were present in the leads. Surgical intervention took place to explant and replace the patient's scs leads. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.